Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that her daughter experienced high blood glucose. The customer's mother also reported that the transmitter was not charging correctly. The customer's blood glucose was 432 mg/dl at the time of incident. The customer's mother stated that high blood glucose was treated with the insulin pump. The customer's mother stated that the transmitter would flash real fast and would stay turn into solid green. The customer's mother stated that the transmitter would blink green real fast and would go to single red flash. The customer's mother stated that the charger were tested and was fine. The transmitter will be returned for analysis.

Manufacturer narrative:
The minklink transmitter was unable to charge due to broken pin 5. Unable to perform functioning testing due to charge anomaly.